Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that took place during pd treatment. The patient said the leak was detected in fill 1 of 4 at the patient line/catheter connector. In a follow-up, the patient verified that there was no harm, adverse event or required intervention due to the leak. The patient has continued treatments since the leak with no further issues. The cycler set is available to return for investigation.

Manufacturer narrative:
Additional information: h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that took place during pd treatment. The patient said the leak was detected in fill 1 of 4 at the patient line/catheter connector. In a follow-up, the patient verified that there was no harm, adverse event or required intervention due to the leak. The patient has continued treatments since the leak with no further issues. The cycler set is available to return for investigation.